Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in the recovery room following the implant procedure. It was noted that the pulse generator exhibited backup vvi operation; some telemetry anomalies were noted on the device prior to backup operation. After device download, normal function resumed. The patient will continue to be monitored.